Manufacturer narrative:
It is not assumed that the pin force deviation on the torque screw of the returned skull clamp (<20 % at the force level reportedly applied during the procedure) was the cause of the slippage described. However, a contribution of this deviation to the described incident cannot be ruled out in general. It is suspected that cleaning parameters deviating from the specifications could have caused the deviation in the torque screw's pin force. The customer informed us that the positioning of the patient was changed during the surgery. Re-positioning the patient after fixation increases the risk of slippage due to higher forces acting on the headrest system and the patient's skull. It can not be excluded that this re-positioning also contributed to the reported incident. It has been reported that skull pins and a base unit from another manufacturer were used in combination with the skull clamp that was sent in. We recommend using our skull pins and base unit in combination with our skull clamps. Risks due to not permitted third party system combinations, specifically with skull pins from a third party manufacturer can not be excluded, as in this case. Furthermore, the condition of the third-party components used cannot be assessed (not available for inspection). It can therefore be ruled out that the use of system components from a third party manufacturer caused or contributed the described incident. In this context, we refer to our IFU instructions regarding the pinning technique for clamping the skull, which can often cause slippage and/or loss of clamping force: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer informed our sales manager on may 16 that one of our products was involved in a case in which the patient sustained a laceration.